Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), identified an ingested deposition which was also confirmed through the evaluation of the submitted images. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the sudden decrease in pump flow which was confirmed through the evaluation of the submitted log files. (B)(6) was returned assembled with the pump cable completely intact, with a cover over the controller connector. The modular cable was not returned. The sealed outflow graft, bend relief, graft attachment, and the outflow graft clip were not returned. The apical cuff was not returned, and the cuff lock was unremarkable. Upon disassembly of the returned pump, examination of the rotor revealed thrombus adhered to the eye, vanes and shroud of the rotor. The exact origin of the thrombus and when it was ingested were inconclusive but its structure and lack of laminated layering, combined with the fluctuations in rotor displacement in the downloaded lvad event log file, suggest that it was ingested into the device. This rotor thrombus would have contributed to the lower flow values; however, the cause of the power elevations cannot be conclusively determined. The lvad event and periodic log files were retrieved from the returned device. A log file review showed that on (B)(6) 2021, the pump was operating from elevations as high as 10.4 lpm to below the low flow limit of 2.5 lpm, to as low as 0 lpm. The decreases in flow combined with the fluctuations in rotor displacement suggest that the thrombus was ingested into the device. The rotor thrombus would have contributed to the lower flow values; however, the cause of the power elevations cannot be conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 1 addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2021, and after starting the pump in situ, the displayed power consumption was between 10 and 12 watts (w) for about 20 seconds. The value then decreased to normal numbers, with the pump running at 6500rpm and a flow of about 3-3.5 lpm. The pulsatility index (pi) was about 3 and the power was 5.5 w. Although the rpms were high, the patient was still pulsatile and the aortic valve still opened. The surgeons suspected a tissue formation inside the inflow cannula that had been sucked in from the left ventricle. The patient was put on a heart lung machine, the pump was removed, and the inflow pathway was inspected. A thrombus formation inside the cannula was found. The surgeons decided to exchange the pump to exclude any tissue pieces of the thrombus inside the device. The exchange was done and the new pump ran without any issues. After the exchange, the patient was sedated and in hemodynamic stable conditions on the intensive care unit (ICU). When it was attempted to wake the patient up, the patient had neurological deficits and no adequate reactions. A CT scan confirmed an unfavorable, neurological prognosis and the patient expired on (B)(6) 2021. The outcome was suspected to be related to thromboembolic stroke with consequently less perfusion of some areas as a result of the initial event during implant of the first pump. No issues were reported after the exchange and the device was operating as expected until the outcome.

Manufacturer narrative:
The patient's death due to thromboembolic stroke is reported under MFR report number: 2916596-2021-07016. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.